Event description:
See section h, number 6, event problem and evaluation codes and section h, number 10, additional manufacturer narrative.

Manufacturer narrative:
Pending device return for evaluation.

Event description:
Patient was implanted with a pne lead on (B)(6) 2020. When patient left the hospital, the patient could not feel the stimulation and went back. The nurse saw an impedance error. The nurse replaced the trial stimulator, ground cable, and basic trial cable and this appeared to have resolved the issue. The next day, the issue reoccurred and the patient returned to the hospital. The doctor was unable to resolve the issue. On (B)(6)2020, the representative and doctor met with the patient and the representative was able to confirm an impedance error on their clinician programmer. The representative checked the connection to the trial stimulator and connection between the pne lead and basic trial cable, but results remained the same. The representative replaced the ground pad, but no changes. As the issue was unable to be resolved, the doctor decided to explant the pne lead. Per representative, only the basic trial cable is available for return.